Manufacturer narrative:
The customer reported issue was confirmed. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the display board. A review of the device history record for sn: (B)(6) was performed from date of manufacture 07/03/2018 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device received channel error code. No patient involvement was noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received channel error code. No patient involvement was noted.